Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by patient wearing her pod when she passed out on a plane, leading to emergency medical attention on (B)(6) 2025. She was taken to the hospital and discharged on (B)(6) 2025 at 00:30 am after a half-day stay. She experienced hypoglycemia, with symptoms including chest pain, arrhythmia, muscle spasms, shortness of breath, nerve pain, and muscle pain. Treatment included zofran for nausea, glucagon, and dextrose for low blood glucose. Her highest blood glucose level was 141 mg/dl at 1 pm, but it dropped to 20 mg/dl when she was taken to the hospital. The patient was uncomfortable with the new controller, which she had been using for only one day.